Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a vessel closure was attempted with 3 prostyle devices relative to a procedure. Reportedly, during plunger removal, the suture threads appeared loose in the operator's hand and the stitch [suture/ knot] was made outside the patient. A new [unspecified] device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported malposition/failure to deploy the suture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4: lot number updated from 4020741 to 4021341. Correction: h6 - adverse event problem 1142 removed.

Event description:
Subsequent to the initially filed report, per the device analysis one of the prostyle devices (4021341) appeared to be a suture malposition. No additional information was provided.